Event description:
Implant placed 3/22/96. Exfoliated 6/13/96. Site #23, pt 20 yrs. Add'l 3-4 implants that were placed are all ok.

Manufacturer narrative:
On 10/2/96, some pt medical history was received. This info indicates that the implant was removed due to infection. The infection is the probable cause of failure.